Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.